Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device wasn't cutting a smooth graft, another graft had to be taken because the surgeon had to make the graft larger: the surgeon wanted to obtain a 13 mm thick split-thickness skin graft. As he started the harvesting process, they noticed stalling of the dermatome twice during this procedure which compromised the skin graft thickness leading to an uneven graft and they were not able to obtain a healthy split-thickness graft (as it came in the different thicknesses in different spots on the graft, not allowing the graft appropriately and uniformly in its entirety making it difficult to go through the mesher), at this point since the dermatome stopped working he used his scalpel to obtain/harvested graft with the scalpel. As a consequence, this skin graft was thicker and contained subcutaneous fat which could not be appropriately meshed given the thickness. The surgeon did not want to take the risk to run it through the mesher and so he decided to saw in the graft onto the defect on the forearm. They used sutures just to put graft on the site that had original wound. There was patient injury and a delay of 90 minutes from original booking time where the patient was under mac anesthesia with propofol. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Part and lot/serial identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.